Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was used during a stent placement procedure performed on (B)(6) 2024. It was reported that there was severe shortening of the stent. There were no patient complications reported as a result of this event.